Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported condition. The se reseated the breath delivery (bd) to graphic user interface (gui) interconnect cable. The ventilator was run on a test lung; the ventilator passed self tests.

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.